Event description:
During the user test, customer reported that the device was giving the therapy "leads off" message and would not recognize therapy cable connection. Customer tried another known functional therapy cable and test plug with the same result. There was no patient involvement with the reported incident.

Manufacturer narrative:
(B) (4). Physio-control provided customer technical assistance, and the therapy connector and therapy pcb parts information to repair device.